Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that on an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis (ongoing). At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, e1, e3, h6 and h11. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized. The vancomycin was given "stat" one dose. The amikacin was given "stat" one dose and then the next day 50mg, once daily, intraperitoneal, discontinued on an unknown date. The amphotericin b was discontinued after twenty doses. It was reported that on an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. It was reported that the patient was retrained on proper aseptic technique. Pd therapy is ongoing. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with injection vancomycin (1gm) and injection amikacin (100 mg start dose) followed by injection amphotericin (25 mg intraperitoneal one bag per day). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.